Event description:
It was reported the lead integrity alert triggered for the right ventricular (rv) lead having an elevated short interval count and impedance greater than 3000 ohms. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. A save to disk review found the lead integrity alert triggered; the patient alert for lead failure predictor on (B)(4) 2011. There was high resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance equals 1273 to 4047 ohms range between (B)(4) 2010 and (B)(4) 2011. Also, oversensing with ventricular non-sustained tachycardia less than equal to 210 ms between (B)(4) 2011 and (B)(4) 2011. Interference/noise with ventricular short interval count (v-sic) equals 50.2 counts avg/day, in 11.13 days, between (B)(4) 2011 and (B)(4) 2011.